Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record shows no issues during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (003-40; aquapak 340 sw,340 ml w/040 adaptor) available at the facility and it is not being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened to perform a further investigation this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the humidifier adaptor screw mechanism was unable to connect to the wall oxygen unit.

Manufacturer narrative:
(B)(4). The customer complaint cannot be confirmed based on the sample received as the adaptor was not sent with the aquapak. To perform a proper investigation and determine the source of the defect reported it is necessary to evaluate the actual sample involved on this complaint. However , regarding other customer complaints from this same issue ("damaged threads on adaptor"), a CAPA was opened. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor.

Event description:
The customer alleges that the humidifier adaptor screw mechanism was unable to connect to the wall oxygen unit.